Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a safety-s error occurred on a twin pump of a hl20. No known consequences to patient. (B)(4).

Manufacturer narrative:
(B)(4): the affected safety system board, the tpm motor control board and the tpm pump control board have been returned for further investigation at life cycle engineering (lce). According to investigation report by lce: the boards were installed into a tpm. A test-run has been performed over a period of 68 hours, with several settings. During the test-run the failure could not be reproduced. Therefore a root cause analysis was not possible. As each of the 3 boards could most probable caused the complained issue, all boards cannot be re-used. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Field service technician has been sent for investigation and found defective safety system board, motor control board and pump control board. According to service protocol, dated on 2017-05-13, the safety system board (s/n (B)(4)), motor control board (s/n (B)(4))and pump control board (s/n (B)(4)) have been replaced. Tested ok. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).